Event description:
Allegedly, three days after a gynecological procedure, pt went to emergency room with a burn. There was no report of instrument malfunction during that procedure and no injury was noted to the pt.

Manufacturer narrative:
The customer claimed that two weeks after procedure, hospital biomed tested the 27050e working element and found that it was arcing within the white insulation block. Working element was returned to us for evaluation. We hipot tested the 27050e using a 27050l pointed electrode and 277kb monopolar high frequency cable. Although it passed hipot test, resistance measured from base to tip of 27050l electrode = 4 ohms. When 27050l was inserted firmly into working element, the measured resistance from hf cable attachment post on working element to distal tip of electrode was approx 150k ohms. This high resistance from post to electrode tip indicates the presence of corrosion where electrode base clips into working element attaching socket within the white teflon block. Examination of teflon block using magnifying loop shows a dark circle on the side of the teflon block and a slight bubbling out of the teflon where the dark circle is seen; this is a result of arcing within the block. This is caused by inadequate rinsing of the inside of insulation block after cleaning leading to residue buildup and corrosion of internal metal parts which can result in internal arcing. We provided cleaning instructions to the hospital.